Event description:
It was reported during remote follow up that the pacemaker exhibited a diagnostic anomaly that resulted a lack of at/af burden alert. The device will continue to be monitored. There were no patient consequences.